Manufacturer narrative:
Corrected data: (B)(4).

Manufacturer narrative:
This product is manufactured in (B)(4) but is not marketed in the u.s. Diopter: -8.0/+2.5/x103. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens, 8.00/+2.50/x103 diopter in patient's left eye (os) on (B)(6) 2014. Low vault was noted and the icl was explanted and exchanged for a longer lens on (B)(6) 2014. This resolved the problem.